Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported a blank display occurred after the battery was replaced. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.